Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the extremely mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices misfired. No suture was present when the plunger of the two prostyle devices was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures and an additional prostyle device post-close. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.